Manufacturer narrative:
Other, other text: seven devices were returned for analysis. Visual inspection showed the devices were in good condition. A priming test was performed as part of the functional test and the reported issue was not duplicated. No discrepancies were detected, samples were fully priming and connected without difficulty. The pump was set to running and the liquid flow through the whole device without interruptions, no alarms were activated. The cause of the reported issue could not be determined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, this disposable may have leaked with antibiotics coming out the sides. No patient injury reported. Patient information unable to retrieve.